Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer changed the pump charging supplies but the issue persisted and the pump was unable to be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.